Event description:
A report was received that a patient's precision system had been explanted due to a severe infection at the incision point. The patient was prescribed antibiotics for an extensive period after the explant. The physician reported that the patient had an abscess, but the results of the culture were not released to boston scientific.